Event description:
During a procedure, an ethicon echelon flex powered plus stapler was used. The stapler worked properly when initial using it. However, after a staple load was used, the surgeon opened the jaws of the stapler and then closed the jaws. After that point the jaws would no longer open and the stapler would not un-articulate. The surgeon was able to remove the stapler from the abdomen, but an additional stapler had to be opened to complete the case.